Manufacturer narrative:
H6: correction - patient code updated from e0137: transient ischemic attack (tia) to e0133: cerebral vascular accident (cva).

Event description:
It was reported via clinical study that a transient ischemic attack occurred. A patient underwent a left atrial appendage (laa) closure procedure with successful placement of a watchman flx pro laac closure device on (B)(6) 2025. The patient went into the emergency room (ER) on (B)(6) 2025 with symptoms of dizziness and weak lower left leg numbness. Magnetic resonance imaging (MRI) imaging revealed acute infarcts and moderate chronic microvascular ischemic changes. Computed tomography angiography (cta) showed near occlusion of proximal right internal carotid artery (ica). The patient underwent right carotid endarterectomy. The patient was discharged on (B)(6) 2025.

Event description:
It was reported via clinical study that a transient ischemic attack occurred. A patient underwent a left atrial appendage (laa) closure procedure with successful placement of a watchman flx pro laac closure device on (B)(6) 2025.the patient went into the emergency room (ER) on (B)(6) 2025 with symptoms of dizziness and weak lower left leg numbness. Magnetic resonance imaging (MRI) imaging revealed acute infarcts and moderate chronic microvascular ischemic changes. Computed tomography angiography (cta) showed near occlusion of proximal right internal carotid artery (ica). The patient underwent right carotid endarterectomy. The patient was discharged on (B)(6) 2025.